Event description:
Device complication: nonetime of complication: 2 days post-proceduresymptoms: tiredthe patient's carotid stent procedure went well. The patient had one very brief episode of bradycardia with ballooning that returned to normal without treatment. In pacu, the patient had another episode that responded to atropine; the last episode was asymptomatic. The patient remained asymptomatic with no further bradycardia and was discharged to home on the next day neurologically stable. Reportedly, the patient's husband left for work on the following day at 6:30 while the patient was sitting in her chair. The patient's husband returned home from work at approx 17:30, and it was noted at that time, the patient was dead. The patient's husband stated that she was tired from the procedure but had no neurological deficits to his knowledge. The patient's physician felt the likely cause of death was a cardiac arrhythmia or some other cardiac event, which will be stated on the death certificate. An autopsy was declined by the patient's husband. No additional information is available.